Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicated high blood glucose of 422 mg/dl. Customer treated high blood glucose with syringe. Customer declined troubleshooting for high blood glucose. It was unknown that whether customer was using auto mode at the time of high blood glucose event. The device will not be returned for analysis.